Event description:
Per the clinic, the patient experienced healing issues and infection at the abutment site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.